Event description:
It was reported that the pt was explanted on (B)(6) 2009 after an accident and reimplanted with a cochlear implant. Vibrant med-el has just nowadays been informed about this reimplantation.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.